Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple follow up attempts were made; however, the customer did not respond and no additional information regarding this event was provided.